Event description:
It was reported that patient came into office with persistent pain in hip post op rejuvenate implant. Dr. (B)(6) ordered imaging and cobalt test found both abnormal. Patient will need to be revised but is not yet scheduled.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer.

Manufacturer narrative:
An event regarding pain involving a rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. There have been other events for the reported lot. Similar events have occurred for the catalog number and product family. Voluntary recall was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that patient came into office with persistent pain in hip post op rejuvenate implant. Dr. (B)(6) ordered imaging and cobalt test found both abnormal. Patient will need to be revised but is not yet scheduled.